Event description:
The pt suffered from headaches, therefore, the surgeon adjusted the valve from 80 to 50 mm h2o. Since there was no improvement, the surgeon assumed a valve malfunction, thus, he decided to explant the valve.

Manufacturer narrative:
Codman has rec'd the device for eval. Upon completion of the investigation a follow-up report will be filed.